Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted an unknown 12.6mm implantable collamer lens of unknown diopter into the patient's left eye (os) on (B)(6) 2024 lacement lens due to excessive vault and elevated iop. The lens was explanted on 04/12/2023 due to dilated pupil and iop peaks. On the same day the lens was replaced with a shorter length lens. This resolved the problem. The status of the eye was reported as "ok". Additional information provided "le always has dilated pupil, iop peaks. She got pregnant so we waited till now to replace it again with the 12.1". H6 - 4627 (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm implantable collamer lens was implanted as a replacement due to excessive vault and elevated iop on (B)(6) 2022. On 04-dec-2023, this lens was then removed and replaced for an even shorter length lens and the problem was resolved.